Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead impedance continued to increase along with a threshold increase.

Event description:
It was reported that an atrial lead warning and 49,999 high impedance paces occur. The device is still in use. No patient complications have been reported as a result of this event.